Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that code 574 was seen on the patient programmer. Technical services informed the manufacturer representative (rep) that error code 574 indicates that no programs or groups are saved on the ins (anymore). This code occurs when the ins is not properly programmed/initialized by the clinician programmer or the programming has been lost due to other reasons that may cause memory loss. To solve this issue, the ins needs to be reprogrammed with the clinician programmer. No symptoms were reported. Additional information was received. It was reported that, regarding when the patient thought their ins was not working, while meeting the patient and connecting their tablet, there were no details of the name, now many leads were inserted, what lead, etc- no info at al l. When disconnecting from the tablet and opening her patient programmer, the message with error 574 appeared. Additional information was received. It was reported that the cause of the 574 error code was not determined. The code didn't appear during programming, it did when they tried to connect. No actions/interventions were taken to resolve the issue. The patient is planned to undergo replacement of the ins. The doctor has decided to have a replacement in the near future. The rep reported that the error code 574 first occurred (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date inaccurate, only the month and year are valid. D6a: date inaccurate, only the year is valid. G2: the country of origin is israel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient thought their ins was not working. The patient noted that a few weeks earlier they fell on their back and think the ins was hit. The representative planned to meet with the patient in order to interrogate the ins again; the issue was not resolved. The physician and patient decided to go ahead with a replacement of the ins to a new one. Although the patient was no longer using the ins for now, they didn't have any issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Regarding the patient¿s statement that their ins was not working, it was stated that they could not communicate with their patient programmer, that¿s why they thought it was not working. The cause of the ins issue was because the patient fell. A surgical replacement date has not been set yet. Information confirmed with physician / account.